Event description:
It was reported that the pump was revised in (B)(6) 2012. It was indicated that the pump was "pushing out of the patients stomach" due to weight loss. It was noted that the pump was "bulging out". The pump was repositioned from the left side to the right side. The patient's outcome was not provided. According to the manufacturer device registry, the drug delivered via pump was morphine.

Event description:
Additional information received reported the patient's weight loss was normal. The patient was previously overweight and after weight loss the pump did not fit as it had before because of the loss of tissue and fat to support the pump in that area. The patient recovered 'as expected' without issue.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that since the patient lost weight, and "they had to move the pump 2 or 3 times" the patient had it in the front and then it was kind of protruding. The hcp said it was going to puncture the patient's skin if they lost any more weight so they moved it to the right side and the patient guessed that didn't work either, there was a problem with that. The patient then had hip surgery on their right side so they moved it from the right front to the right back a week after hip surgery. The patient thought it was at the time of their hip surgery and that was 3 years ago. The pump was used to deliver morphine.